Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced blurry vision. Hence the lens was explanted and replaced with another unknown atiol (advanced technology intraocular lens) in the secondary implant procedure. The clinical reason for explant was anisometropia. Additional information has been requested.